Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle mechanism did not fully retract as intended during activation.

Manufacturer narrative:
The received device had the cannula assembly partially deployed and the formed needle failed to retract. The linkage assembly did not complete a full rotation to the fully deployed state, and the slide insert did not reach the catch beam. Thorough visual inspection of all needle mechanism components found no damage, and no score marks were found on the top housing that would indicate misalignment. The linkage assembly was manually rotated into deployed state, then reset and re-deployed without issue. A root cause for the failure to completely deploy could not be determined. Inspection of the device found no evidence that would result in a failure of the device to deliver insulin. No other defects or deficiencies were found during the investigation.